Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, a b30 scope communication error code was received when using the evis exera iii xenon light source. The light was going on and off and then the unit popped and started smoking. The issue was found during preparation for use. There were no reports of patient harm.